Manufacturer narrative:
H3: analysis results were not available as of the date of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event could not be determined from the report site. It was clarified that the tip of the pipeline, coil, and hypo tube broke off distal to the pusher wire attachment. It was clarified that the reported "something that was weird" was referring to unusual resistance. A continuous saline flush was administered and maintained as indicated in the IFU. It was noted that the procedure was completed normally. All information has been confirmed/provided by the physician.

Manufacturer narrative:
Missing report source: PMA / 510(k) number and suspect medical device information: model number lot number, and unique identifier (UDI) number; will submit supplemental report when information is provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline, phenom plus, and phenom27 encountering resistance during retrieval and pushwire damage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right ophthalmic internal carotid artery. The aneurysm dimensions included a max diameter of 4mm, a 3mm neck diameter, a landing zone (artery size) of 4.2mm distal and 4.4mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic post-procedure result was normal. It was reported that the wings were flipped in the right m1 and the device was deployed without any problem. However, upon recovery it was noted that, "some resistance or something that was weird." The physician pulled both the phenom 27 and phenom plus out with the wire after deployment. The tip of the device was broken off and was found in the phenom plus. The pushwire damage was observed in the and the broken segment was found in the catheter which was then removed from the patient. The pushwire detached at hypotube proximal to the wire weld. Moderate friction/difficultly was noted during the retrieval of the device. The pipeline was implanted in the patient. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is not approved (off-label). Ancillary devices include a neuron max 6f guide catheter, a phenom 27 microcatheter, a fathom 14 guidewire, and a phenom plus.